Manufacturer narrative:
Concomitant medical products: d314trg crtd implanted: (B)(6) 2013.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.